Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the right coil was placed with some difficulty and broke"), pelvic pain ("severe pelvic pain / pain"), systemic lupus erythematosus ("lupus") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged and abnormal menstruation/ abnormal bleeding(menorrhagia)"), vaginal infection ("vaginal infections"), alopecia ("hair loss"), fatigue ("chronic fatigue"), nausea ("nausea"), bladder disorder ("bladder problems or change"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypertension ("hypertension"), migraine ("migraines"), headache ("headaches"), paraesthesia ("tingling sensation in extremities / finger/toes tingle"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("back pain"), uterine pain ("uterine pain"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), myalgia ("severe muscle pain"), pain ("general body aches / entire body pain"), malaise ("general malaise"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), insomnia ("insomnia"), dizziness ("dizziness"), the first episode of vertigo ("vertigo"), balance disorder ("imbalance"), feeling abnormal ("brain frog"), memory impairment ("forgetfulness"), abdominal distension ("severe bloating/ abdominal distention"), vomiting ("vomiting"), constipation ("constipation"), muscular weakness ("muscle weakness"), fall ("frequently accompanied by falls"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia"), psoriasis ("psoriasis"), vulvovaginal mycotic infection ("vaginal yeast infections"), post-traumatic stress disorder ("post-traumatic stress disorder"), pruritus ("chronic itchy skin"), vestibular disorder ("vestibular disorder"), the second episode of vertigo ("vertigo (unable to drive anymore)"), weight fluctuation ("weight fluctuation"), abdominal pain ("abdominal pain"), oral pain ("mouth pain"), pain in extremity ("arm / leg pain"), complication of device insertion ("the right coil was placed with some difficulty and broke"), cystitis ("bladder infection") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy) and surgery (patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, systemic lupus erythematosus, dysmenorrhoea, dental caries, dysgeusia, hyperhidrosis, hot flush, insomnia, dizziness, balance disorder, feeling abnormal, memory impairment, abdominal distension, vomiting, vaginal infection, alopecia, nausea, constipation, bladder disorder, visual impairment, muscular weakness, fall, fibromyalgia, psoriasis, urinary tract disorder, tooth disorder, dyspareunia, hypertension, vulvovaginal mycotic infection, migraine, headache, paraesthesia, allergy to metals, depression, anxiety, post-traumatic stress disorder, pruritus, vestibular disorder, the last episode of vertigo, weight fluctuation, complication of device insertion and cystitis outcome was unknown, the pelvic pain, abdominal pain lower, back pain, uterine pain, myalgia, pain, malaise, fatigue, abdominal pain, oral pain and pain in extremity had not resolved and the menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, balance disorder, bladder disorder, complication of device insertion, constipation, cystitis, dental caries, depression, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fall, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertension, insomnia, malaise, memory impairment, menorrhagia, migraine, muscular weakness, myalgia, nausea, oral pain, pain, pain in extremity, paraesthesia, pelvic pain, post-traumatic stress disorder, pruritus, psoriasis, systemic lupus erythematosus, tooth disorder, urinary tract disorder, uterine pain, vaginal haemorrhage, vaginal infection, vestibular disorder, visual impairment, vomiting, vulvovaginal mycotic infection, weight fluctuation, the first episode of vertigo and the second episode of vertigo to be related to essure. The reporter commented: unfortunately, due to her development of several autoimmune diseases (fibromyalgia, lupus psoriasis) only some of plaintiff symptoms have resolved, since having surgery. She continues to suffer from, and receive treatment for: muscle pain; fatigue; general malaise; and joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: menorrhagia, abdominal bloating, pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received - new event "abnormal bleeding (vaginal), urinary problems or changes, dental problems, dyspareunia (painful sexual intercourse), hypertension, vaginal yeast infections, migraines, headaches, tingling sensation in extremities, nickel allergy, depression, anxiety, post-traumatic stress disorder, chronic itchy skin, eye problems, vestibular disorder, vertigo (unable to drive anymore), weight gain, weight loss, abdominal pain, mouth pain, arm / leg pain, did not undergo an essure confirmation test, bladder infection, excessive bleeding were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the right coil was placed with some difficulty and broke"), pelvic pain ("severe pelvic pain / pain"), systemic lupus erythematosus ("lupus") and genital haemorrhage ("excessive bleeding") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included galenic /paracetamol/codeine/ (acetaminophen w/codeine). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged and abnormal menstruation/ abnormal bleeding(menorrhagia)"), vaginal infection ("vaginal infections"), alopecia ("hair loss"), fatigue ("chronic fatigue"), nausea ("nausea"), bladder disorder ("bladder problems or change"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypertension ("hypertension"), migraine ("migraines"), headache ("headaches"), paraesthesia ("tingling sensation in extremities / finger/toes tingle"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("back pain"), uterine pain ("uterine pain"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), myalgia ("severe muscle pain"), pain ("general body aches / entire body pain"), malaise ("general malaise"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), insomnia ("insomnia"), dizziness ("dizziness"), the first episode of vertigo ("vertigo"), balance disorder ("imbalance"), feeling abnormal ("brain frog"), memory impairment ("forgetfulness"), abdominal distension ("severe bloating/ abdominal distention"), vomiting ("vomiting"), constipation ("constipation"), muscular weakness ("muscle weakness"), fall ("frequently accompanied by falls"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia"), psoriasis ("psoriasis"), vulvovaginal mycotic infection ("vaginal yeast infections"), post-traumatic stress disorder ("post-traumatic stress disorder"), pruritus ("chronic itchy skin"), vestibular disorder ("vestibular disorder"), the second episode of vertigo ("vertigo (unable to drive anymore)"), weight fluctuation ("weight fluctuation"), abdominal pain ("abdominal pain"), oral pain ("mouth pain"), pain in extremity ("arm / leg pain"), complication of device insertion ("the right coil was placed with some difficulty and broke"), cystitis ("bladder infection"), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, systemic lupus erythematosus, dysmenorrhoea, dental caries, dysgeusia, hyperhidrosis, hot flush, insomnia, dizziness, balance disorder, feeling abnormal, memory impairment, abdominal distension, vomiting, vaginal infection, alopecia, nausea, constipation, bladder disorder, visual impairment, muscular weakness, fall, fibromyalgia, psoriasis, urinary tract disorder, tooth disorder, dyspareunia, hypertension, vulvovaginal mycotic infection, migraine, headache, paraesthesia, allergy to metals, depression, anxiety, post-traumatic stress disorder, pruritus, vestibular disorder, the last episode of vertigo, weight fluctuation, complication of device insertion, cystitis and weight increased outcome was unknown, the pelvic pain, abdominal pain lower, back pain, uterine pain, myalgia, pain, malaise, fatigue, abdominal pain, oral pain and pain in extremity had not resolved and the menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, balance disorder, bladder disorder, complication of device insertion, constipation, cystitis, dental caries, depression, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fall, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertension, insomnia, malaise, memory impairment, menorrhagia, migraine, muscular weakness, myalgia, nausea, oral pain, pain, pain in extremity, paraesthesia, pelvic pain, post-traumatic stress disorder, pruritus, psoriasis, systemic lupus erythematosus, tooth disorder, urinary tract disorder, uterine pain, vaginal haemorrhage, vaginal infection, vestibular disorder, visual impairment, vomiting, vulvovaginal mycotic infection, weight fluctuation, weight increased, the first episode of vertigo and the second episode of vertigo to be related to essure. The reporter commented: unfortunately, due to her development of several autoimmune diseases (fibromyalgia, lupus psoriasis) only some of plaintiff symptoms have resolved, since having surgery. She continues to suffer from, and receive treatment for: muscle pain; fatigue; general malaise; and joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: menorrhagia, abdominal bloating, pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: after internal review, product problem field was selected. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the right coil was placed with some difficulty and broke"), pelvic pain ("severe pelvic pain / pain"), systemic lupus erythematosus ("lupus") and genital haemorrhage ("excessive bleeding") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included galenic /paracetamol/codeine/ (acetaminophen w/codeine). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged and abnormal menstruation/ abnormal bleeding(menorrhagia)"), vaginal infection ("vaginal infections"), alopecia ("hair loss"), fatigue ("chronic fatigue"), nausea ("nausea"), bladder disorder ("bladder problems or change"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypertension ("hypertension"), migraine ("migraines"), headache ("headaches"), paraesthesia ("tingling sensation in extremities / finger/toes tingle"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("back pain"), uterine pain ("uterine pain"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), myalgia ("severe muscle pain"), pain ("general body aches / entire body pain"), malaise ("general malaise"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), insomnia ("insomnia"), dizziness ("dizziness"), the first episode of vertigo ("vertigo"), balance disorder ("imbalance"), feeling abnormal ("brain frog"), memory impairment ("forgetfulness"), abdominal distension ("severe bloating/ abdominal distention"), vomiting ("vomiting"), constipation ("constipation"), muscular weakness ("muscle weakness"), fall ("frequently accompanied by falls"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia"), psoriasis ("psoriasis"), vulvovaginal mycotic infection ("vaginal yeast infections"), post-traumatic stress disorder ("post-traumatic stress disorder"), pruritus ("chronic itchy skin"), vestibular disorder ("vestibular disorder"), the second episode of vertigo ("vertigo (unable to drive anymore)"), weight fluctuation ("weight fluctuation"), abdominal pain ("abdominal pain"), oral pain ("mouth pain"), pain in extremity ("arm / leg pain"), complication of device insertion ("the right coil was placed with some difficulty and broke"), cystitis ("bladder infection"), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain "). The patient was treated with surgery (bilateral salpingectomy) and surgery (patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, systemic lupus erythematosus, dysmenorrhoea, dental caries, dysgeusia, hyperhidrosis, hot flush, insomnia, dizziness, balance disorder, feeling abnormal, memory impairment, abdominal distension, vomiting, vaginal infection, alopecia, nausea, constipation, bladder disorder, visual impairment, muscular weakness, fall, fibromyalgia, psoriasis, urinary tract disorder, tooth disorder, dyspareunia, hypertension, vulvovaginal mycotic infection, migraine, headache, paraesthesia, allergy to metals, depression, anxiety, post-traumatic stress disorder, pruritus, vestibular disorder, the last episode of vertigo, weight fluctuation, complication of device insertion, cystitis and weight increased outcome was unknown, the pelvic pain, abdominal pain lower, back pain, uterine pain, myalgia, pain, malaise, fatigue, abdominal pain, oral pain and pain in extremity had not resolved and the menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, balance disorder, bladder disorder, complication of device insertion, constipation, cystitis, dental caries, depression, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fall, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertension, insomnia, malaise, memory impairment, menorrhagia, migraine, muscular weakness, myalgia, nausea, oral pain, pain, pain in extremity, paraesthesia, pelvic pain, post-traumatic stress disorder, pruritus, psoriasis, systemic lupus erythematosus, tooth disorder, urinary tract disorder, uterine pain, vaginal haemorrhage, vaginal infection, vestibular disorder, visual impairment, vomiting, vulvovaginal mycotic infection, weight fluctuation, weight increased, the first episode of vertigo and the second episode of vertigo to be related to essure. The reporter commented: unforlunately, due to her development of several autoimmune diseases (fibromyalgia, lupus psoriasis) only some of plaintiff symptoms have resolved, since having surgery. She continues to suffer from, and receive treatment for: muscle pain; fatigue; general malaise; and joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: menorrhagia, abdominal bloating, pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: product information, concomitant drug and new event "weight gain)" added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.